Event description:
During a coronary rotational atherectomy procedure, the rotablator burr stalled and a vessel perforation occurred resulting in the need for emergent open heart surgery. The physician was attempting to treat a highly calcific, eccentric lesion in the mid right coronary artery (rca) using a rotablator 1.50 mm burr. The initial attempts to pass with the burr were uneventful, however, on the eighth attempt, the rpms on the burr changed and a perforation of the vessel occurred. Blood leaked into the pericardium. The physician opened the pt's chest to do manual compressions in the cath lab. The current patient status is unknown at this time.

Event description:
It was further reported that the rep spoke with the physician today regarding the pt's status. The physician states that the pt had a single vessel CABG pt's tatus. The physician states that the pt had a single vessel CABG performed and had no post-op complications. He was discharged 2.5 wks post-op and is doing just fine. The rep confirmed that the complaint device was not a guidewire. The perforation occurred deu to the physician burring through the lesion (highly calcified and on the bend of a tortuous vessel) and suddenly popping through the lesion with inadvertent perforation of the vessel beyond the lesion. Clarification was obtained regarding the decrease in rpms stated in the original complaint report. The rpms changed very minimally (-5,000 rpms) during the intervention on the lesion. This level is quite low for intervention, but the physician was proceeding cautiously due to the location of the lesion. Therefore, the decrease in rpms was an expected event due to normal intervention, not a problem with the console of the device.